Manufacturer narrative:
(In addition to the initial information). Device code (in addition to the initial code) .

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Per t:connect data, the battery gauge went from 45% to 100% within minutes. There was no reported impact to the customer's blood glucose level.